Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested and no anomalies were found.

Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).